Manufacturer narrative:
These events occurred on unspecified dates in (B)(6) 2019. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) clearlink continu-flo solution sets leaked at the connection of the clearlink set and the closed system transfer device (ctsd). The clearlink sets were part of set- ups being used to deliver paclitaxel and nacl infusions to patients with infusion pumps in the cancer center. Primary infusions of sodium chloride (nacl) were attached at the lowest y-site on the clearlink continu-flo solution sets. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.